Event description:
It was reported that on an unknown date, the torque limiting handle failed calibration. There was no patient involvement. There is no further information available. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2021. Reporter is a j&j employee. Investigation summary service and repair evaluation: the complaint on the torque limiting handle was that it failed calibration. The repair technician reported the labeling on the item had been damaged but the handle passed the functional test as per specification. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part#: 03.614.035. Synthes lot#: 7987646-12. Supplier lot# :7987646-12. Release to warehouse date: 11 jul2015. Supplier: (B)(4). No ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.